Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. The complaint of leakage on the 14001-31 could not be confirmed by the investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) for lot 5935465 was reviewed and no non-conformities were found that would have led to the reported complaint.

Event description:
It was reported that the nurses in the chemotherapy department are encountering leaking issues when using primary plum sets. It's being reported that there are often small leaks at the level of the blue valve, and this time the chemotherapy completely spilled on the tablet and the floor. The device was in use for two hours when the fluid was noticed to have leaked from the non-return valve of the b line. The drugs involved are irinotecan and oxaliplatine. There was no human harm reported. No additional information is available.